Event description:
A baxter service technician reported finding a as50 infusion pump with a false line occluded alarm. This event occurred during product evaluation. There was no patient injury or medical intervention that occurred. No additional information is available.

Manufacturer narrative:
The reported condition of false line occluded alarm was confirmed due to a malfunctioning mechanism drive. The mechanism drive was replaced to correct the reported condition. (B)(4).